Event description:
It was reported that while actively monitoring a pt, the m300 apparently stopped transmitting pt data to the associated ics at approx 14:09 hours. The user reportedly did not notice if the ics displayed a 'bedside offline' message at the time. It was reported that at approx 15:12 hrs, a user noticed that the ics was displaying a 'bed disconnected' message for this m300. The m300 was reportedly readmitted to the ics at approx 15:25 hrs. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.